Manufacturer narrative:
Device evaluated by manufacturer: device analysis of the returned device noted that the shaft was kinked. Initial visual examination found that the hypotube was kinked at various intervals along its entire length. Both a visual and microscopic examination of the crimped stent found no issues or damage present. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for percutaneous transluminal coronary angioplasty, a stent damage occurred. The 75% target lesion was located in the non calcified and mildly tortuous right coronary artery. During preparation, the 3.00mm x 38mm promus element mr stent delivery system was noticed by the physician to be rough in the surface when flushing the device and there was a kink on the mid portion of the stent. The procedure was completed with another with same device. No patient complications were reported and patient's condition was listed as stable.

Event description:
It was reported that during preparation for percutaneous transluminal coronary angioplasty, a stent damage occurred. The 75% target lesion was located in the non calcified and mildly tortuous right coronary artery. During preparation, the 3.00mm x 38mm promus element mr stent delivery system was noticed by the physician to be rough in the surface when flushing the device and there was a kink on the mid portion of the stent. The procedure was completed with another with same device. No patient complications were reported and patient's condition was listed as stable.

Manufacturer narrative:
Device is a combination product. (B)(4).